Manufacturer narrative:
Image review: the images capture a lesion site in the cx as reported by the account. Pre-dilation is evident from the images. The images then capture the further treatment of the lesion with unidentified devices. There were no images capturing the attempted delivery, subsequent deformation and removal of the resolute integrity stent device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not positioned between the marker bands as per specifications. The distal stent wraps had stretched distally over the distal marker band. The proximal stent struts were positioned correctly at the proximal marker band. Deformation was evident to the 1st to the 6th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the cx artery with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used. It was reported that stent deformation occurred in vivo during positioning. The stent could not pass through the lesion and force was used. During positioning the strut of the stent was raised. The procedure was completed using a non-medtronic device. No patient injury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.